Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. Service evaluation experienced an upstream occlusion and was unable to reproduce error with a pump run at 999ml/15 minutes during testing. The cause was identified to be an out of specification ultrasonic sensor readings. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced an upstream occlusion. No additional information is available.